Manufacturer narrative:
(B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in cranial resection. It was reported that the microscope was off by 4cm too deep as they began navigation. They brought the scope to focus on the target on the frame and the distance to divot was in the 100s. The scope was put back into the field, and it was accurate. The brought it again to the target and then the distance to divot was 2mm. The manufacturer representative tested the scope on a demo earlier and did not experience issues. They also completed a case earlier in the day with no issues. The site had not changed the drape type recently. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and they made some adjustments to the scope. The scope was re-calibrated successfully. Navigation accuracy was tested focusing on the demo's head's left ear far, medium, and distance. Navigation was accurate at all focal lengths. They also confirmed this comparing the scope vs the passive planar probe. The system has been updated to the most recent calibration file. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from manufacturer representative (rep) confirming that working with the engineer, they are accurate with a focus of less than 250, but above that the depth loses accuracy. They adjusted the microscope and the rep will recalibrate.